Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of the cardiac resynchronization therapy defibrillator (crt-d) had unexpectedly decreased from the patient's previous follow-up. The clinician indicated they did not want to make any programming changes at the follow-up visit and the device remains in use. No patient complications have been reported as a result of this event.